Event description:
It was reported that the catheter became looped in the right atrium and caught on itself. A sheath was inserted through the right jugular vein and used to free the catheter. It was further reported that post procedure an echocardiogram showed a small to moderate pericardial effusion. The physician noted that it seems unlikely that the catheter entrapment contributed to the effusion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.